Event description:
Since february 1998 facility has experienced a number of infusion pump failures and malfunctions that have caused them an excessive list of repairs and safety concerns. It is felt that perhaps the model 8151, infusion pump was not tested to a depth needed prior to release to the customer. Attached, please find a copy of shop svc reports. Please note that 30% of facility's inventory has been sent back to the MFR for repairs. Device #1: no battery indicator; factory repair. Device #2: "no personalities", fail code 814:01, 199-117-455-0000; factory repair. Device #3: failure code 549-320-675-0000; factory repair. Device #4: dead battery; factory repair. No battery indicator; battery history shows 9 discharges. Failure code 814:01; charged overnight reset alarms. Device #5: failed-won't open; factory repair, came back with another error in it 40f-317-805-0000, need to send out again. Code 501-320-675-0000; rechecked, set-up and configurations operations test-ok. Device #6: dead battery; factory repair. Device #7: shuttle failure; factory repair. No batery indicators; factory repair. Device #8: failure code 814:01, low battery; factory repair. Device #9. Failure code 812:00, no battery; factory repair. Add'l factory repair. Won't turn on; reset manual tube & release. Device #10: failure code 808:01, 549-320-675-0000; factory repair. Device #11: failure code 814:01; factory repair. Device #12: failure code 803:04, 803:07; reset manual tube release. Device #13: failure code 803:04; reset manual tube release. Device #14: failure code 814:08; facroty repair. Device #15: failure codes 801:16, 814:06; reset manual tube release. Device #16: failure code 812:02; factory repair. Device #17: failure code 814:01; factory repair. Device #18 failure code 814:01, 501-320-675-0000; reset manual tube release. Device #19: failure code 803:04; reset manual tube release. Failure codes 814:01, 528-320-675-0000; factory repaired. Device #20: failure code 812:00, reset manual tube release. 1 battery square left: factory repair. Device #21: failure code 812:01, 801:16; factory repair. Device #22: no battery indicator: factory repair. Device #23: won't turn on; reset manual tube release. Failure codes 801:16, 814:01, 528:320:675:0000.reset manual tube release (prob needs factory). Device #24:constant alarm; reset manual tube release. Device #25:failure code 812:02, 813:03; factory repair. Device #27: failure code 814:01; factory repaired. Device #28: failure code 803:04; reset manual tube release. Device #29: defective pump beeping failure; reset manual tube release. Device #30: says "failure"; reset manual tube release. Failure code 812:02; factory repair. Device #31: constant alarm; reset manual tube release. Device #32: failure; reset manual tube release. Device #33: failure; reset manual tube release. Failure code 811:04; factory repair. Device #34: failure; reset manual tube release. Device #35: failure code 808:04; with help from tech support found key still in "tract"